Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site and was prescribed several courses of antibiotics (dates not reported). Subsequently on (B)(6) 2016, the device was explanted.

Manufacturer narrative:
This report is filed june 23, 2016.